Event description:
Spring in locking mechanism is broken. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation verified the event. The device is an older design. Corrective action has long since been implemented to change the design and material to preclude this type of event.